Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and the patient has suffered and will continue to suffer disability, injury, physical pain and suffering, depression, anxiety, mental anguish, and emotional distress. However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of bilateral inguinal hernia on or about (B)(6) 2012 with implant of two non bard/ davol phs, model phsm one for the left and another one for the right. On or about (B)(6) 2014, the patient underwent surgery for repair of bilateral inguinal hernia recurrence with two perfix plugs. The given reference numbers (B)(4), correspond to 3dmax mesh (large, left) and 3dmax mesh (large, right) respectively, so the record has been updated accordingly. It is alleged that the patient underwent surgery for the removal of both the mesh products on or about (B)(6) 2017. As reported, attorney alleges that the patient has suffered and will continue to suffer disability, injury, physical pain and suffering, depression, anxiety, mental anguish, emotional distress and also claims that the device was defective.